Manufacturer narrative:
H3: the service report (B)(4) confirmed customer¿s complaint and noted that there was a broken drill bit stuck in skeeter handpiece. Visually, the bur was in a broken condition when returned. The overall length of the bur shall measure 3.850 +0.015/-0.010 inches and measured 1.763 inches from the proximal end of the shank to the broken point which was out of specification. The distal portion of the bur (with the sleeve) was broken off and not returned. There were traces of striations noted in the middle of the broken bur. There were also indentions found on the bur near the shank, as well as discoloration on the shank. Functional testing could not be performed due to the broken state of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic that the during intra-operative, oto-flex bur stuck in the drill and broke off. The bur was intact when removed from the package however it broke while the bur was being used on the patient. The shaft broke from the middle into two half and one broken piece was picked up from the patient and other piece left in the handle. There was no small pieces or loose piece that were released, as it broke into two half. Both the parts were traced manually. The operation was completed normally there was no patient impact.